Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found a printed circuit board failure. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center exhibited an e226 scope communication error code. The issue was found during preparation for use of a diagnostic gynecological examination procedure. The procedure was completed with a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e226 occurred due faulty patient board. The event can be detected/prevented by following the instructions for use which state: otv-s200 technical guide (troubleshooting). Olympus will continue to monitor field performance for this device.